Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection revealed a hair that was wrapped around the luer lock of the set and its cap inside the packaging. The cause was determined to be due to a manufacturing issue. To address this issue, a CAPA has been opened and the issue was communicated to appropriate personnel to ensure awareness. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿hair spin¿ was observed inside of a vented paclitaxel set. This was noticed before the device was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up report will be submitted.